Event description:
A company representative visited the implant center in 2001 to assist with assessment of patient's lack of progress. Testing conducted demonstrated that the device was fully functional. In 2002, revision surgery was performed. Device was removed and reimplanted on contralateral side.